Event description:
(B)(4). Injury alleged. Malfunction alleged. End user's mother says the center of gravity is wrong, and also has the incorrect back size, which is causing her son to not sit properly in the chair. She says due to all these issues, her son has developed pressure sores. MDR filed.